Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Right ventricular (rv) impedance was steady at approximately 47 ohms through (B)(4)-2015 and rose out of range starting (B)(4)-2015. The analysis of the device memory also indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Superior vena cava (svc) impedance was steady at approximately 56 ohms through (B)(4)-2015 and rose out of range starting (B)(4)-2015. Concomitant: 6940 lead, implanted: unknown. (B)(4).

Event description:
It was reported that the patient visited the hospital with discomfort. A device check showed abnormal impedance, noise and a possible fracture on the right ventricular (rv) lead. The patient requested removal of the lead, but the echocardiography (ECG) revealed pericardial effusions. The lead was partially inactivated. The patient has a planned procedure date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: four sections. (B)(4).

Event description:
Furthermore, the lead damaged while it was explanted and replaced.